Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on. The failure was isolated to a defective c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.